Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The patient was gagging during the procedure so the suction was run longer than usual for a total of sixty seconds. Upon removal from the patient, the capsule fell off of the delivery system and onto the floor. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The capsule trocar needle was not advanced, but blood and tissue were present.